Manufacturer narrative:
The problem was defective schmitt inverter (B)(4), quad 2- input schmitt nand gate (B)(4), and quad 2-input nor gate (B)(4).

Event description:
It was reported to philips that the device does not give pacer charge to trigger a paced rhythm. There was no patient involvement. The system's failure to prepare discharge was detected during functional operation checks.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device does not give pacer charge to trigger a paced rhythm. There was no patient involvement.